Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 119 mg/dl.